Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -6.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The surgeon reports refractive surpris, iris prolapse, edema, and iris hernia. Reportedly excessive manipulation occurred during implant surgery which probably led to the symptoms. 1-week postop the ucva is 20/20 and the symptoms resolved.